Event description:
The rptr stated that the flue melted on the tip during a procedure when the surgeon was ablating tissue. This stopped the tip from vibrating. Integra has requested additional info from the rptr.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.